Manufacturer narrative:
Additional information: a3a, b2, b3, b5, b6, b7, d10, e3, and g2. B5: upon follow up, it was reported that the same day of the peritonitis diagnosis, the patient was hospitalized due to peritonitis and was treated with unspecified antibiotics. On an unreported date, the patient was discharged from the hospital and recovered from the peritonitis. Hemodialysis therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for peritonitis. It was not reported if the patient received treatment for the event. At the time of this report, the patient outcome was not reported. Pd therapy was suspended and the patient was shifted to hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.